Manufacturer narrative:
Approximate age of device ¿ 2 years, 4 months. The device is expected to be returned for analysis. It has not yet been received. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was hospitalized for heart failure and suspected pump thrombosis symptoms on (B)(6) 2016. A few events of high pump power consumption and a decrease in the pulsatility index were noted. Despite an increase in the patient's anticoagulation therapy, including the addition of anti-platelet medication, the situation did not improve. An echocardiogram with pump speed ramp testing was positive and the patient started showing signs of pulmonary congestion. Given the critical conditions, the patient was listed for an urgent heart transplant. The patient received a transplant on (B)(6) 2016.

Manufacturer narrative:
Device evaluation: the pump was returned with the driveline cut approximately 6 inches from the pump housing and the severed portion of driveline was not returned. The pump appeared to have been exposed to a fixative agent prior to return. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed normal biological linings and non-laminated depositions along the textured surfaces of the inlet tube, inlet elbow, outflow elbow, and in the lumen of the graft attachment. Although the depositions appeared to have developed in these areas, they did not appear to significantly constrict the blood flow pathway. The specific causes for their development could not be conclusively determined. Examination of the proximal-side of the outlet stator revealed a large non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The deposition appeared to occlude the blood flow pathway. The lack of laminated layering suggests that the deposition did not form in the outlet stator. Although its origins and a specific duration of time for which it was present in the pump could not be conclusively determined, the circumferential contact marks on the outlet cone section, indicate that the deposition was present in the outlet stator while the pump was operating. The remaining pump blood-contacting surfaces were free of any adhered thrombus or deposition. The deposition found in the outlet stator would have created additional resistance on the spinning rotor, which would potentially contribute to the reported pump power elevations. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no abnormalities were found that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption values comparable to what was recorded during the manufacturing process. The pump operated as intended.

Manufacturer narrative:
Additional information - multiple requests were made for the pump to be returned; however, the device has not been received to date. The explanted device was not available for evaluation; therefore, the report of suspected thrombus could not be confirmed. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.